Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that chest pain and stent thrombosis occurred. Vascular access was obtained via the femoral artery. The eccentric target lesion was located in the mildly calcified and 3mm in diameter left anterior descending artery. A 3.00x20mm promus element¿ stent was advanced and implanted to treat the lesion. The patient was well and was then discharged. However seven days post procedure, the patient presented with chest pain. Angiography was performed and revealed that there was a distal stent thrombosis of the previously implanted 3.00x20mm promus element¿ stent. A 2.5x12mm promus element¿ stent was deployed with good outcome. No further patient complications were reported and the patient's status was stable.